Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned3

Event description:
It was reported that the pump touchscreen was cracked, unresponsive, and unreadable. Customer's blood glucose (bg) level was 576 mg/dl. Customer required assistance from a healthcare professional, who administered a manual insulin injection to the customer to address elevated bg. Customer reverted to an alternate method of insulin therapy.